Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the customer's attorney's office: in (B)(6) 2007, the customer's doctor prescribed the use of the minimed insulin pump, with the paradigm quick-set infusion set. The customer was correctly using the minimed insulin pump with a lot 8 minimed paradigm quickset infusion set when in 2009, he failed to receive the correct doses of insulin to manage his diabetic condition. Consequently, he developed high blood sugar levels and an infection at the insertion site resulting from improper amounts of insulin and defects in the lot 8 medtronic paradigm quick-set infusion set.